Manufacturer narrative:
G4:08apr2021. B4:13apr2021. No further response has been received. Confirmation or duplication of the reported problem is unknown. Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repair has been conducted. Due to a lack of information, the alleged malfunction can not be confirmed at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported being unable to calibrate the unit and giving error. There was no patient involvement.